Event description:
It was reported that a user experienced hyperglycemia while using the ilet and sought to deliver additional meal announcements to reduce blood glucose after noticing higher breakfast values compared with a prior device; the user believed the pump adaptation and meal dosing differed from a previous ilet and reported recent supply changes and use of a cd infusion set. Symptoms included chest tightness, dry mouth, general malaise, and nausea, with a reported glucose of 290 mg/dl and no device alerts. Outcomes included user-reported hyperglycemia without hospitalization. Investigation included troubleshooting and education with the user regarding meal announcements, infusion set status, and potential dietary changes. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with no device alarms and no confirmed device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.